Event description:
It was reported that the patient presented with wound dehiscence during a follow-up in clinic. The pacemaker was explanted. The patient was stable.

Event description:
It was reported that the patient presented with wound dehiscence during a follow-up in clinic. The implantable cardiac monitor was explanted. The patient was stable.

Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality. Further output signal analysis found all pacing parameters within normal range. Additionally, visual inspection of the header and connector did not find any contamination or foreign material. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.